Event description:
It was reported the back wall of the port reservoir was allegedly perforated. It was further reported that the device was replaced with a new device and with new vessel access. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI lp plastic port was returned for evaluation. A hole was noted near the center of the underside of the port, with the site leaking during functional evaluation. Multiple puncture access marks were noted on the septum. When viewed under magnification, it was noted that the surface of the hole in the port was partially smooth with a rougher portion. Additionally, there were puncture access marks located in the septum overlying the hole in the port base. Based on the evaluation, the investigation is confirmed for the reported hole in the port base. Per the evaluation results, port access punctures in the septum aligned with the hole in the port based. Therefore, it is possible that sharp instrument damage from a needle inserted into the port septum contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include over-insertion of needle during infusion or usage of incorrect needle. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported the back wall of the port reservoir was allegedly perforated. It was further reported that the device was replaced with a new device and with new vessel access. There was no reported patient injury.